Event description:
--

Event description:
Boston scientific recieved information that the communicator was hot to the touch, smelled burned and the power supply had melted. No patient injury.

Manufacturer narrative:
The patient was advised to unplug the communicator until a replacement can be shipped.

Manufacturer narrative:
After analysis the reported observation of the power supply being melted was confirmed. However despite the extensive laboratory testing the root cause of this anamoly could not be determined.